Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's current blood glucose (bg) level was 387 mg/dl. The customer declined troubleshooting with tandem technical support to determine a possible cause of the current occlusion and declined to provide any additional information regarding the occlusion alarms or how they would address the bg level.